Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation confirmed the alleged issue of a broken wire. The instrument was found to have a frayed grip cable at the distal idler pulley. Frayed strands were observed to be sticking out at the instrument's wrist. Other cables at wrist were reportedly not damaged. Engineering evaluation also found the same frayed grip cable to be derailed. The grip cable was derailed at the distal idler pulley. The grips were still able to open and close. Engineering concluded that the cable derailment was likely due to the cable losing contact with pulley during wrist articulation. Engineering also concluded that the fleet angle between the proximal and distal pulleys might have contributed to the derailment. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si inguinal hernia repair procedure, the surgical staff alleged that a broken wire was observed with the mega suturecut needle driver instrument . There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.